Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. First, fse confirmed the error. Then, fse replaced the test cup lane assembly and sorter & driver boards to correct the intermittent "4153 c.trans-z home overrun"errors; and the test cup picking assembly to correct the "2161 c.transfer cup pickup" error. Next, fse performed all the required alignments and ran several cup transfer & sorter tests to verify proper device operation. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were six similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. The 2161 c.transfer cup pickup: the aia-900 operator's manual indicates that the c.transfer cup pickup failure is generated when a cup was not grasped by the cup transfer. This may result when the cup hold sensor s063 did not detect a cup after the cup was grasped. The operator is instructed to contact the service department, check s063, the cup pickup position and cup pickup operation. The 4153 c. Tran-z home overrun: the aia-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due a faulty sorter board and faulty motor for the test cup picking assembly.

Event description:
It was reported that the customer received ongoing "4153 c.trans-z home overrun" errors with their aia-900 analyzer. Technical support (ts) instructed the customer to perform the "all set home" command and open the sorter drawer to inspect for dropped cups. All cups found in the drop cup tray were removed and the customer was able to start up the device without errors. The customer called back the following day to report that they were now receiving "2161 c.transfer cup pickup" errors. The customer was requesting service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth), luteinizing hormone (lh ii), prolactin (prl), estradiol (e2), and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One sort board was returned for evaluation with no shipping damage. The sort passed functional testing. The reported event was not duplicated. The sort board passed testing. The most probable cause of the reported event is due to failure of the test cup lane assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
One test cup lane assembly and one driver board were returned for evaluation with no shipping damage. The driver board passed functional testing. The reported event was not duplicated. The driver board passed testing. Functional testing of the test cup lane assembly confirmed the reported event. The test cup lane assembly failed testing. The reported event was duplicated. The most probable cause of the reported event is due to failure of the test cup lane assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.